Event description:
It was reported that noise on the atrial lead was causing inappropriate auto mode switching episodes. Lead revision was being considered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.